Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "recorder system error" message. Technical support (ts) had the customer reboot the cns, but the unit went into a boot loop, rebooting 3 times on its own. No patient harm was reported. Investigation summary: ts informed the customer that this is not normal and recommended that the customer send in the unit for evaluation and possible repair. After ts followed up with the customer on the status of the device and/or possible return, they stated the original reporter was no longer working at the facility and they did not want to return the device for evaluation and/or repair. Nk was unable to determine a definitive root cause of the reported issue, due to the lack of information. The issue is user dependent, and the device was not returned for evaluation.

Event description:
The customer reported that the central nurse's station (cns) was displaying a "recorder system error" message. Technical support (ts) had the customer reboot the cns, but the unit went into a boot loop, rebooting 3 times on its own.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was showing the error "recorder system error". Technical service (ts) had the customer reboot the cns, but during rebooting of the cns, the unit rebooted 3 times on its own and it took a minute for the second display to show anything once it was finished. Ts informed the customer that this is not normal for a cns to reboot 3 times before coming up to the monitoring software. Ts recommended for the customer to send in the unit for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 1: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 1: (B)(6) 2021 emailed the customer via(B)(4) for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via (B)(4) for patient information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) was showing the error "recorder system error". Technical service (ts) had the customer reboot the cns, but during rebooting of the cns, the unit rebooted 3 times on its own.